Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure at 4,048 joules of use and 56 seconds, "dysfunctioning fiber, shooting straight" was noted. The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged and the procedure was completed by utilizing a second fiber. Patient outcome: "no injury to the patient" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-546a-xxxx: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber/glass cap also exhibits circumferential fracture on the proximal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; this failure mode is indicative of a fracture beneath the metal cap; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits severe detritus adhesion on metal surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks; fiber ID label missing. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.